Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient on an advia 1800 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument, the cse discovered buffer build-up in the ion selective electrode (ise) dilution bowl. The cse cleaned the ion selective electrode (ise) dilution bowl and probe using di water. The cse also trimmed back tubing for probe and reseated the probe. The cse demonstrated to customer how to effectively clean ise bowl. Quality controls were run, resulting within range. The cause of discordant, falsely low na, k and cl results is build up in the dilution bowl caused by deficient maintenance by the customer. The instrument is performing according to specifications. No further evaluation of the device is required.